Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: after a number of successful suture passes the needle fell out of the jaws. The surgeon was using a 2-0 surgidac reload. There was no patient injury or hazard. There was no delay in surgical time of more than 30 minutes.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Report for (B)(4). Post market vigilance (pmv) led an evaluation of one device this evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. No needle was received. The visual inspection noted witness marks from the needle tip impacting the beveled wall surrounding the needle receptacle. Some plastic shearing of the toggle switch was noted. A pmv needle was loaded onto the device. The needle was found to function properly when applied through layers of test media. Pressure was exerted on the needle in all directions and from both sides of the jaw to simulate clinical conditions. No difficulty was experienced in loading, unloading, or toggling the needle. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.